Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported in a journal article that the patient underwent a mid-line laparotomy/ abdominal closure on unknown date and the suture was used to close a fascia in an interrupted or continuous technique. Following the procedure, the patient possibly experienced wound infection, sepsis, sinus formation, and/or burst abdomen/dehiscence. It was also reported that the suture may serve as a foreign body that maintains a superficial sinus tract until it is removed. Additional information has been requested.